Event description:
It was reported that while performing an atrial fibrillation (afib), the displayed impedance was more than 135 ohm though the ez steer thermocool nav 4mm catheter was not in contact with any tissues in the left ventricle. Inside the blood vessel the impedance went up to 190-200 ohm depending on the position. The physician checked the position of the indifferent electrodes. The procedure was then continued without exchanging the catheter. About 2 and a half hours after the procedure started during ablation, the temperature rose up to 49 degrees celsius after ablating for 30 seconds at 30w. The physician decreased the power to 10 w immediately. After 10 -15 minutes, the patient's blood pressure reduction was confirmed. Drainage was performed and subsequent ablation was called off. The patient recovered after the drainage. Per an echocardiographic study, no hole could be observed, but some thrombi might have been caused by the ablation. The physician stated that the effusion could have occurred at the base of the left atrial appendage as he might have pushed there stronger than usual with the ez steer thermocool nav 4mm catheter, and the temperature rose abnormally when ablation was conducted. The physician also stated that the effusion might not be caused by increase of impedance or temperature of this catheter. The bwi field representative provided additional information on the event. There were no other facts that might have contributed to the perforation/tamponade. The user did not experience any difficulty in manipulating the catheter. The rf generator was set to "power-control" mode. The power setting, flow setting, temperature cut off setting were all unknown. Unknown what type of sheath was used. It was also unknown if the patient received any anticoagulation in the procedure.

Manufacturer narrative:
Concomitant product: stockert j70 rf generator system: model #: m-5463-320, serial#: (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). It was reported that while performing an atrial fibrillation (afib), the displayed impedance was more than 135 ohm though the ez steer thermocool nav 4mm catheter was not in contact with any tissues in the left ventricle. Inside the blood vessel the impedance went up to 190-200 ohm depending on the position. The physician checked the position of the indifferent electrodes. The procedure was then continued without exchanging the catheter. About 2 and a half hours after the procedure started during ablation, the temperature rose up to 49 degrees celsius after ablating for 30 seconds at 30w. The physician decreased the power to 10 w immediately. After 10 -15 minutes, the patient's blood pressure reduction was confirmed. Drainage was performed and subsequent ablation was called off. The patient recovered after the drainage. Per an echocardiographic study, no hole could be observed, but some thrombi might have been caused by the ablation. The physician stated that the effusion could have occurred at the base of the left atrial appendage as he might have pushed there stronger than usual with the ez steer thermocool nav 4mm catheter, and the temperature rose abnormally when ablation was conducted. The physician also stated that the effusion might not be caused by increase of impedance or temperature of this catheter. The user did not experience any difficulty in manipulating the catheter. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.